Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that, during an in-clinic follow-up, episodes of noise resulting in oversensing were observed on the right atrial (ra) lead. The suspected cause of the event was ra lead insulation damage, which was not confirmed visually or with diagnostic imaging. The ra lead was capped and replaced to resolve the event. The patient was stable.